Event description:
It was reported that the blue wing cap of a small volume infusor was missing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 30, 2021 - august 2, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted that the blue winged luer cap was missing. The reported condition was verified. The most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.